Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A ventilator was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, visualization of foam particles was observed. In addition, it was found the device had rainbow scratches on the ui panel screen, visible when powered on, cracks near the ambient sensor and loose therapy ramp buttons on top of enclosure. The ui panel and other parts were replaced to resolve the issue.